Manufacturer narrative:
Concomitant products: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2009, product type pump . (B)(4).

Event description:
(B)(4). Omitted information pertains to (B)(4) - overdose 2012 and pe (B)(4) - growth, pus, and infecion. Information was received from a consumer regarding a patient who received unknown morphine and dilaudid (unknown concentrations and doses) in an implantable pump for non-malignant pain and failed back surgery syndrome. The healthcare provider (hcp) reportedly never placed a catheter when the pump was implanted. The patient alleged "it was a proven fact no catheter was placed." The refill hcp did images and the surgeon could not see the catheter. The surgeon the performed a dye study before replacing the pump and "saw the dye pool near the skin" and did not see a catheter present. This would explain why the patient never had therapy relief. The patient was now going to wait and heal from the surgery to see if the pump will work now that a catheter was implanted. Additional information was requested from the hcp regarding event details, diagnostics performed, actions/interventions performed, if the cause of the catheter issue was determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted.